Event description:
Customer reported that the skull clamp was involved in an incident while in contact with a pt during which the pt sustained an injury. Further information was requested, but to date, has not been received.